Event description:
The customer reported that the et tube was inserted into a pt and that it developed a cuff leak almost immediately. The customer did not know if the product was pre-tested prior to use. The customer reported that the pt was re-intubated and no pt harm was reported.

Manufacturer narrative:
The customer reported that they will return the device for investigation.